Event description:
It was reported that the patient presented for follow-up with high pacing impedance and capture threshold exhibited by the right ventricular lead. Programming interventions were made. The patient was not pacing depend, and no consequences were reported.